Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 37 and 44 mg/dl at the time of the incident. The customer was given food to treat. The low. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer is sure the pump is working properly, and attributed the lows and highs to cellulitis and the chemical burn. Customer also called about assistance with pump settings. Customer was hospitalized for hypoglycemia, cellulitis, and a chemical burn, and since they were taken off the pump at the hospital, they've been experiencing highs of 300, 450 and 480 mg/dl. The insulin pump will not be returned for analysis.